Event description:
It was reported that angiocath yel 24ga x 0.75in had foreign matter on the needle. The following information was provided by the initial reporter: the customer reported about a black fm found onto the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/22/2021. H.6. Investigation: bd received a 24 gauge angiocath unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a piece of dark foreign matter (fm) on the needle hub. A piece of the fm was collected and sent for ftir analysis. The analysis showed that it was a piece of silicone. Silicone is used during the manufacturing process to assist with assembly and retraction. Silicone has been tested and found to not be hazardous to the user or patient. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that angiocath yel 24ga x 0.75in had foreign matter on the needle. The following information was provided by the initial reporter: the customer reported about a black fm found onto the needle.